Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the information obtained from this complaint and the investigation results was insufficient to identify the cause of the problem. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the tissue pad broke off the sonicbeat front actuated grip. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tissue pad broke off the sonicbeat front actuated grip. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.